Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac ablation procedure, a hemoglobin decrease was observed. Laboratory findings indicated a bas eline hemoglobin of 113, which decreased to 91 the day after the procedure and further declined to 83 with a bilateral groin with extensive hematoma. The case was completed with pulsed field ablation. An abdominal ultrasound performed. No free fluid detected in the abdominal cavity. No pathological collections identified within the examined area. Two units of packed red blood cells were administered. It was noted that the physician indicated the event was probably related to the procedure and not related to the catheter. The patient was discharged in a cardiopulmonary compensated condition. No further patient complications have been reported as a result of this event.